Event description:
Patient was revised to address disassociation of the liner from the cup. The tissues were a very dark charcoal color. It was reported that the screw was not countersunk in the cup at the time of implantation, causing the liner to never have been properly sealed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address disassociation of the liner from the cup. The tissues were a very dark charcoal color. It was reported that the screw was not countersunk in the cup at the time of implantation, causing the liner to never have been properly sealed. Doi (B)(6) 2007 - dor (B)(6) 2012 visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. Evidence is also found to confirm the customer statement that a bone screw was left proud. A bone screw that was not seated fully within the countersunk feature of the acetabular cup could then contribute to the liner not engaging properly with the locking mechanism of the cup. The root cause is attributed to inadvertent user error in placing the cancellous bone screw. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.